Event description:
The pt presented to the ER after an episode of transient left arm incoordination, numbness, and weakness that lasted fifteen mins then resolved "spontaneously and completely". Two weeks prior, pt had the same episode and it lasted about five mins. On telemetry, frequent pvc's were observed. International normalized ratio was 3.0 and CT of the head indicated small vessel disease with no bleeding or lacunar infarcts. "Tte" on 4/12/99 revealed "trivial" regurgitation. The atrial septum was intact and there was a "tiny" posterior pericardial effusion. No intracardiac mass or thrombus were present. (Avert).